Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited t-wave post-paced oversensing, which resulted in pacing inhibition. The device was reprogrammed and the patient was stable.